Event description:
It was reported the pt complained of tenderness and sensitivity at her ipg site. The pt was scheduled for an ipg pocket revision. During the procedure an infection was discovered at the ipg site. The pt's entire scs system was removed.

Manufacturer narrative:
The returned product was not analyzed as the complaint of infection could not be confirmed via lab testing. Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomaly related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.